Manufacturer narrative:
Corrected fields: event site email and contact info: e1 (B)(6). Due to character restrictions in block e1 initial reporter : (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the top display lcd is scrambled/glitching in both operating mode and in the service mode. The top display lcd assembly was replaced. All display tests passed in the service mode. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. The patient involvement is unknown. The defective components were received for further investigation. The failure analysis and testing department received part top lcd display serial number: n/a with a reported unit failure of a glitching screen. The fat dept. Performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed the part top lcd display, serial number: n/a in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual revision r. The failure analysis and testing dept. Could not replicate the failure reported by the costumer. Retaining the lcd display in the fat dept. Per procedure rev ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) screen is glitching. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).